Event description:
It was reported that the stent delivery system was difficult to remove. The target lesion was located in the internal carotid artery. An 8.0-21 carotid wallstent was selected for treatment. However, after the stent was implanted, it was noted that the stent delivery system was difficult to remove due to resistance. The procedure was completed with this stent. There were no patient complications as a result of this event.

Event description:
It was reported that the stent delivery system was difficult to remove. The target lesion was located in the internal carotid artery. An 8.0-21 carotid wallstent was selected for treatment. However, after the stent was implanted, it was noted that the stent delivery system was difficult to remove due to resistance. The procedure was completed with this stent. There were no patient complications as a result of this event.